Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted in the bile duct of a patient during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, before inserting the flexima plus biliary stent into the endoscope, the physician noted that stent barbs were 'standing' properly. Once the flexima plus biliary stent was inserted into the papilla, the stent barbs placed outside of the papilla were no longer 'standing' properly. On (B)(6) 2016 the stent was reported to have migrated, as confirmed endoscopically. The physician removed the migrated flexima plus biliary stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the additional information received on july 15, 2016, stating that the stent had migrated post procedure.

Manufacturer narrative:
A visual evaluation found that the distal section where the barb is located, appears to be slightly bent.     Investigation confirmed that the duodenal barb was found out of specification. The distal section where the barb was located appeared to be slightly bent. It is most likely anatomical or procedural factors encountered during the procedure could have affected the device performance and its integrity. Therefore, 'operational context' is selected as initial root cause for the complaint.  As per directions for use ¿stent migration¿ as an anticipated procedural complication and it is noted within the dfu in the adverse events section. Therefore, ¿anticipated procedural complications¿ is selected as the most probable root cause for "stent migration" issue. Regarding the issue of "the flaps were not standing at all", it was classified as undetermined, since the device was manipulated, therefore at this moment it is unknown if the device was received by the customer in that condition or if procedural/anatomical factors encountered during the procedure contributed to this issue. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications.    A lot history search was performed and found one other complaint against lot number 18863630 by the same customer due to a different reason. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted in the bile duct of a patient during a biliary drainage procedure performed on (B)(6)2016. According to the complainant, on (B)(6) 2016, before inserting the flexima plus biliary stent into the endoscope, the physician noted that stent barbs were ¿standing¿ properly. Once the flexima plus biliary stent was inserted into the papilla, the stent barbs placed outside of the papilla were no longer ¿standing¿ properly. On june 27, 2016 the stent was reported to have migrated, as confirmed endoscopically. The physician removed the migrated flexima plus biliary stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the additional information received on july 15, 2016, stating that the stent had migrated post procedure.